Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition with no physical damage. The event history log was reviewed and there was a first system fault 44509 alarm on 08/14/2020 and too frequently, the pump gives an error code 44510. When attaching a cassette to prime and run, the pump gives system fault 44510 error code after turning on or sometimes takes 10-15 minutes. The reported issue was able to be duplicated. The main board was defective and was replaced to resolve the issue.

Event description:
Information received a smiths medical cadd solis vip pump 2120 was alarming 44509. No patient adverse events reported.